Event description:
It was reported that the surgeon inserted an 13.2 implantable collamer lens and the lens proved to be too small. The initial procedure was uneventful, but the icl rotated relatively soon post-operatively so a repositioning procedure was performed. The icl rotated again. It was indicated that the patient requires a larger lens. The model and serial number of the lens has yet to be provided.

Manufacturer narrative:
The model/serial number of the lens was provided by the customer and the toric icl is not approved in the us. Therefore, this claim is no longer reportable. (B)(4).

Manufacturer narrative:
The model/serial number of the lens was provided by the customer and the toric icl is not approved in the us. Therefore, this claim is no longer reportable. (B)(4).

Manufacturer narrative:
Patient (B)(4) - surgical procedure. Device (B)(4) - lens, repositioning of. (B)(4).